Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator 's screen failed. The display was white. There was no harm or injury reported. No medical interventions were specified. The device has been returned to a third party service center. Upon preliminary evaluation, it was determined the lcd was defective, needs to be replaced. The software cannot be updated, the power cord clamp is missing, and the device does not write the error log onto the sd card. The device is out of warranty and an estimation for repairs has been sent. If pertinent information is received, a supplemental report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator 's screen failed. The display was white. There was no harm or injury reported. No medical interventions were specified. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.